Event description:
Information was received from the patient previously receiving intrathecal morphine (unknown) and currently receiving via an implant able pump for non-malignant pain. It was reported that the patient's pump was not helping with the pain in the upper back and neck since 2 months after the pump was implanted. Patient stated she was told the pump would help tremendously and deliver the medication directly to the spine and the medication would run continuously. Patient stated they wanted someone to explain to them how the pump works because the therapy was not working like she understood. Patient reported she was having pain in her neck and upper back. Patient said the healthcare provider (hcp) told her the catheter might have slipped and they would have to cut her back open to reposition the catheters. Patient stated another hcp office told her the catheter was in the wrong position. Patient stated the pump was helping her legs and lower back. Patient stated the medication was going down but not upper back or neck. Patient stated they had 5mg to last 3 months and she did not understand how 5mg could last for 3 months. Patient stated hcp office change the medication from morphine to dilaudid but they did not pull out or empty the morphine before refilling the pump with dilaudid so she had mixture of morphine and dilaudid. Patient stated she was frustrated because she was not getting the help she needed from the hcp office. Patient asked what the volume and mg/ml, rate meaning. The patient was redirected to their healthcare provider to further address the issue. Patient requested physician listing and patient manual.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 29-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.